Manufacturer narrative:
Continuation of d10: product ID 978b128 lot# va30dgq serial# implanted: (B)(6) 2024. Explanted: product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
On 2026-jan-22 additional information was received from the patient. The patient reported that they had contacted their doctor regarding the issues and an appointment date was pending. The cause of the issues was determined to be a broken lead. No steps had yet been taken and the issues were not yet resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence, urinary/bowel dysfunction. It was reported that the reason for the call was the caller said they wanted to change the setting and were seeing max settings. The caller said the patient had not had any falls, trauma or changed in activity. Reviewed how to change programs. The caller tried all 7 programs, caller reported getting the max settings message on all programs at 0.7 or lower. The patient was not able to feel stim on any more programs. The agent recommended the patient follow up with their doctor to have the device checked.

Event description:
Additional information was received from the patient. They reported that the broken lead had not yet been resolved, as it was scheduled to be replaced on (B)(6) 2026.

Manufacturer narrative:
Imf codes missing from previous report. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.